Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The system error 105 alarm was confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The motor sub-assembly, and m2 x 5mm screw were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "system error 105" alarm was identified in the event history log. There was no patient injury or medical intervention required since these items were found during evaluation of the device.